Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One picture was received, during the analysis conducted it could be observed the cannula upper ring was broken, in the tube it can be observed the cannula size which help us to determine the part number; however, unable to confirm the failure mode reported with the picture, it is not possible performed a thorough investigation to relate defect with process manufacturing. No other analysis is required. The root cause was unable to be determined. No corrective actions could be implemented, it will be continued monitoring this failure condition in this product for threshold or escalation; however, manufacturing personnel were notified by the area quality as awareness of the failure mode reported by the customer.

Event description:
Additional information received: no part and lot number available. Photo attached.

Manufacturer narrative:
Contact phone: (B)(6).

Event description:
Smiths medical received information that the ring pull of the portex inner tube snapped off while trying to remove from trach. A new inner tube was inserted to resolve the issue. No adverse affects to patient.